Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that his cgm as well as his followers had a reading of 70 mg/dl. He became slow to respond and his parents called for an ambulance at 11:00pm. When the paramedics arrived, they checked the patient¿s blood sugar with a bg meter, and it was reading 20 mg/dl. They administered the patient with a glucose drip. At the time of contact, the patient was in stable condition. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.